Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that undefined bd 5 ml luer slip tip syringe was used for more than 24 hours and leaked. The following information was provided by the initial reporter: clinician experienced: leakage-no interruption of therapy. Respondent in05 stated that the device lifetime for the bd® syringe was >24 hours. This has been determined as an off-label use. Please see attached excel sheet for additional information.

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below

Event description:
No additional information